Manufacturer narrative:
The event unit is not anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: ni. Event description: information provided by on 28may2026: I am a first assistant at (B)(6) for the heart program. We have had issues with our cross clamp slipping during the cases¿not every case, but often enough. It has occurred with three different surgeons. I am reaching out to you for suggestions and to see if this is a documented issue. We have a compilation of new and older clamps, so not sure where the correlation would be. I appreciate any input you may have. Patient status: ni. Intervention: ni.